Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the paddle controls failed to operate properly. The complainant indicated that there was no pt involvement in the reported malfunction.